Event description:
Customer reported he was having issues with calibrating the sensor. Customer took out the device and noticed the little copper strip looked like it still might be inside his body, it was short. Customer's blood glucose was 126 mg/dl. Customer inserted the sensor in the abdomen. Customer was unsure when fractured occurred. Customer stated the needle hub was not a clean removal. Customer did not recall any events that may lead to the fracture. Customer was advised to monitor and reach out to doctor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly. However, unable to confirm needle complaint due to customer did not return needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.